Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced pleural fluid collection requiring re-operation. Complications from this re-operation resulted in the patient being placed on extracorporeal membrane oxygenation (ECMO). It was reported that the patient was being moved by hospital staff when there was accidental de-cannulation of the ECMO resulting in massive hemorrhage and an anoxic brain injury. It was reported that the patient expired in the hospital. The device was not returned to the manufacturer for analysis as it remains implanted post-mortem. The therapeutic center does not believe the reported event was related to the device. Re-operation, bleeding, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) year old male patient was admitted for respiratory distress and chest pain. It was reported that the patient had been seen in clinic two days prior with noted shortness of breath with a productive cough, peripheral swelling shown by a weight gain of five pounds, moderately depressed right ventricular (rv) function, and a right inguinal hernia. Upon admission, a chest x-ray and chest computed tomography scan were performed which revealed a loculated pleural fluid collection around the outflow graft of the left ventricular assist device (lvad). The patient was transfused two units of fresh frozen plasma (ffp) prior to re-operation via intercostal cut-down to evacuate the pleural fluid collection. Post-operatively, the patient experienced gross clinical decline due to persistent rv failure which requiring veno-arterial (va) extracorporeal membrane oxygenation (ECMO) via the right groin as well as continuous renal replacement therapy (crrt) for acute kidney injury. It was reported that (B)(6) 2014 that the patient was accidentally decannulated from ECMO while being turned resulting in gross bleeding, severe hypovolemic shock, no perfusion for at least fifteen minutes, and anoxic brain injury. The following day support was withdrawn and the patient expired. The cause of death was determined to be anoxic brain injury. The death was determined not to be related to the device by the treating physician. The pump remains implanted post-mortem and will not be returned to the manufacturer for analysis.